Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 260mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer had removed the pump supplies therefore no troubleshooting to determine a possible cause of the occlusion could be performed. The customer declined a follow-up to ensure their bg level decreased.